Event description:
Device report from synthes (B)(4) reports an event in the united kingdom as follows: the drill bit was being used appropriately through the tranbuccal system, when it snapped in the patient's bone at the very end of drill bit. The drill was making the holes slightly too big, when it was discovered it had snapped. A couple of emergency screws were used. Another drill bit was used. The surgery took a few minutes longer. No adverse effects for patient were reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
The relevant dimensions cannot be verified anymore as remaining part of the cutting edges is badly deformed. The examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The fracture face is homogenous, which indicates material conformity as well. No product fault could be detected. It is clearly visible that bone chips are stuck in the flutes above the fracture area. This indicates that the drill bit was possibly stuck due to blocked flutes, which can lead to a deformation and finally the breakage of the device.